Manufacturer narrative:
(B)(4)

Event description:
Patient's daughter contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred between the transmitter and receiver on (B)(6) 2016. Patient's daughter was advised to use the second transmitter. No injury or medical intervention was reported.